Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the screen is blank with no audio tones and the pump is turned off. The reporter stated that the patient¿s blood glucose (bg) was 27mmol/l with nausea and possible vomiting. The reporter is uncertain as the patient is at work. The pump emitted a replace battery alarm at 2:56am and 6:42am on (B)(6) 2013. Customer support (cs) advised the reporter to check pump before going to bed to make sure pump had enough insulin remaining to get through the night. Cs advised the reporter that the pump was alarming the empty cartridge alarms since 2:56am, which finally drained the battery causing a replace battery alarm at 6:54am. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate response to a pump alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to an alarm).

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box starts on (B)(6) 2015. Due to continued use the pump information for the complaint is overwritten. The available black box shows one por associated with a battery change on (B)(6) 2015 22:45; no unexplained power issues were observed. Battery cap/cartridge cap were not returned with the pump. A new test battery cap is able to carefully attach to the pump. Pump boots to the verify screen with audible and vibratory features. A 24 hour duration test was successfully complete with test battery cap/test cartridge cap; no power issues were duplicated. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.